Event description:
According to the patient, (B)(6) he had a hard time breathing and his lips turned blue while using the unit. It was reported that the nurses at the assisted living called 911 and used their backup oxygen on (B)(6) before the ambulance treated him with more oxygen as they took him to the hospital. Nurses believed that the unit was defective and did not produce oxygen to (B)(6) during the incident. The nurses indicated that the unit was running quietly and they did not notice any alarm or error. The patient stayed at the hospital for 3 days treated for more oxygen and rehab.

Manufacturer narrative:
The device was not returned and the investigation was not completed.